Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial# unknown, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
Additional information received reported that all impedances were within normal limits, and the patient was doing well and receiving stimulation. It was noted that the patient was instructed to follow up if additional programming was needed or if a change in condition or any concerns arose.

Event description:
It was reported that during a revision, the physician nicked the lead near the upper right corner. It did not appear that the lead wire was cut into. This occurred during the process of putting the new lead in place. The case proceeded and it was advised that impedances should be run, specifically focusing on contacts 11 and 12. The patient did feel stimulation on the table intraoperatively. Additional information was requested, if received, a follow up report will be sent.